Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1900013 was manufactured on 04/01/2019 a total of (B)(4) pieces. Lot was released on 04/22/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. The sample appears used as there is biological material present on the device. Reference file anp1900074028 for investigation photos. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as it was sideways in the jaws. A piece of adhesive material was observed in the bottom jaw. The next clip was protruding from the channel. The adhesive material was manually removed from the jaw and another attempt was made to fire the device. However, the next clip was still unable to load properly. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 6 clips remaining in the channel, indicating that 9 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file anp1900074028 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "device blocked/damaged" was confirmed based upon the sample received. One device was returned with the rotation tab bent. Upon functional inspection, the clips were unable to load properly. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the instrument has been blocked during its use as it is unable to continue the operation; having to remove it and insert the trocar. The side fins are broken and the grasper is blocked. Additional information inidcates that the tools got stuck, the clips were not loaded correctly, the clips came out closed or crooked event if the surgeon used it well. The malfunction occurred in the same way for both applicators.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the instrument has been blocked during its use as it is unable to continue the operation; having to remove it and insert the trocar. The side fins are broken and the grasper is blocked. Additional information indicates that the tools got stuck, the clips were not loaded correctly, the clips came out closed or crooked event if the surgeon used it well. The malfunction occurred in the same way for both applicators.